Manufacturer narrative:
The actual device was not available; however, photographs and video of the sample were provided for evaluation. Visual inspection showed an external leak fluid from the drain bag. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of prismaflex m100 set, a fluid leakage was observed from the effluent bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.